Manufacturer narrative:
The returned device was evaluated. Upon receiving, a hole was observed on the top plastic housing of the rds, appearing to be caused by burning and melting. Internal inspection showed no signs of fluid ingress, but revealed that c135 on the system board was burnt. The rds was connected to ac power with a docked radical-7 handheld in place, and the ac indicator was illuminated. The handheld was able to power on and communicate with the rds and was able to engage in monitoring activities. The units ran for four (4) hours with no power failure observed during the time. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues prior to this reported event. Updated 510(k) number to k110028. Updated manufacture date to 03/26/2014.

Event description:
It was reported that the customer found a burnt rds-ds docking station. No patient incident was reported.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.